Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. The other device referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that on (B)(6) 2014, the patient underwent a stenting procedure with placement of a 3.5 x 12 mm xience xpedition stent. During deployment, a plaque shift occurred and a second 3.5 x 12 mm xience xpedition stent was deployed proximally to the first. A gap was noted between the two stents and a 3.5 x 8 mm xience xpedition stent was then deployed overlapping the two 3.5 x 12 mm xience xpedition stents. Post procedure, the patient's cardiac enzymes were elevated. No treatment was provided for the enzyme elevation and the enzyme elevation resolved on (B)(6) 2014. The patient was discharged to home on (B)(6) 2014. No additional information was provided.